Event description:
Healthcare professional reported left side "capsular contracture" (baker grade IV), "trace of peri-implant fluid," and "mild chronic inflammation and histiocytic reaction to foreign material." Device has been explanted. Healthcare provider later reported "left implant had a small posterior rupture".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, baker grade IV. For the capsular contracture and "mild chronic inflammation. And histiocytic reaction to foreign material". Device has been explanted.

Event description:
Healthcare professional reported left side "capsular contracture" (baker grade IV), "trace of peri-implant fluid," and "mild chronic inflammation and histiocytic reaction to foreign material." Device has been explanted. Healthcare provider later reported "left implant had a small posterior rupture".

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side "capsular contracture" baker grade unknown and "trace of peri-implant fluid". Device remains implanted.